Event description:
A (B)(6) male pt's nurse called zoll customer support to report that her battery pack was not charging when placed in the battery charger. The pt was issued a replacement battery pack and battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery pack was unable to power up a test monitor and charge in a charger. The cause for the power-up failure was isolated to a blown battery fuse with high resistance. The root cause for the blown fuse could not be positively identified. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. The cause of the inability to charge the batteries is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the blown battery fuse or the contaminated battery charger. The pt received a replacement battery pack and replacement battery charger. Device manufacture date: sn (B)(4), 03/2010. Sn (B)(4), 06/2012.